Event description:
It was reported that a homechoice cassette leaked. This occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time. It was noticed that some solution was leaking from the cassette door area. The technical service representative assisted in ending therapy. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.